Event description:
Same case as MDR ID 2134265-2014-06629 and 2134265-2014-05889. (B)(4) study. It was reported that stent thrombosis, in-stent restenosis and myocardial infarction occurred. On an unspecified date, the patient presented due to chest pain which was subsequently diagnosed as anterior st segment elevation myocardial infarction (stemi). Hence the patient was referred for cardiac catheterization. In (B)(6) 2011, the index procedure was performed and revealed two target lesions. Target lesion #1 was a totally occluded in-stent restenotic long lesion extending from proximal left anterior descending artery (lad) to mid lad with 100% stenosis and was 24 mm long with a reference vessel diameter of 3.4 mm. The target lesion was treated with direct stent placement using a 3.50 mm x 28 mm taxus¿ element¿ drug-eluting stent, with 0% residual stenosis. Nine days later, the patient returned to the catheterization lab for a staged procedure. Target lesion #2 was a de novo bifurcated long lesion extending from proximal left circumflex artery (lcx) to 1st obtuse marginal (om) branch with 75% stenosis and was 10mm long with a reference vessel diameter of 2.7mm. Target lesion #2 was treated with pre-dilatation and placement of 16mm x 3.00mm taxus¿ element¿ stent and 20mm x 2.50mm taxus¿ element¿ stent in an overlapping manner resulting in 0% residual stenosis. Two days after, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was readmitted with chest pain and the patient's cardiac enzymes were found to be elevated and the site reported an event of myocardial infarction (mi). Electrocardiogram (ECG) was performed and it was observed that the patient did not experience ischemic symptoms. On the same day, 100% restenosis and stent thrombosis of the previously placed study stent located in the lad was treated with pre-dilation and placement of a 3.5mmx12mm promus premier drug-eluting stent. Following post dilatation, good result of timi 3 flow was achieved. Three days post re-admission, the event was considered resolved without residual effects and the patient was discharged on the same day on prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).